Event description:
Pump declared a cartridge change error. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Caller was instructed by technical support to inspect and clean the pneumatic tap area and successfully loaded the cartridge onto the pump, allowing them to resume insulin delivery.